Manufacturer narrative:
The returned parts could not be correlated to the text of the alleged event.

Event description:
Consumer alleges she was told that the footplate was set too low. She alleges she was going down her ramp and the footplate got caught and it allegedly flipped her out onto the street.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was told that the footplate was set too low. She alleges she was going down her ramp and the footplate got caught and it allegedly flipped her out onto the street.